Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the purewick urine collection system some days would work well but some days leakage. New kit, now nothing collected or barely anything. The representative and did troubleshoot of kit, cord, lid, hoses. Water cup test 20 min in 29 seconds. They told elbow connector was loose and pops off easily. Informed pinhole, bending, placement, they state that all of these troubleshoot tips should be in the manual. They stated they was not really moving labia to the sides. Per additional information received via email on 15jul2024, it was reported that the replacement system that they ordered was clearly not working and it was collecting 0 urine. Every single day patient was totally covered in their urine because the system was not working. In a conversation with one of their technician earlier this week, they mentioned the instructions for placement online were not totally and technically correct in our website (which by the way was ridiculous that they would have incorrect placement instructions online) so they provided some hacks for placement that still did not work. For 7+ days, every day there has been zero collection of urine, so they had to wash the entire bedding which cause an inconvenience. Additionally, because of the purewick urine collection system was not working, patient had totally broken down and starting to cause an infection and also they had to be hospitalized because of infection likely due to the faulty system that was sent. Per customer follow up information received on 16jul2024, it was reported that customer wanted to know they was not upset, just needed a resolution. Representative sent replacement unit and wicks as the unit was not suctioning at all.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿inadequate system design". However, there was insufficient information to confirm this potential root cause. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "intended users the purewick¿ urine collection system is intended to be operated by: ¿ user/patient. ¿ caregiver/healthcare professional. All functions can be safely performed by the individuals above. Indications for use: the purewick¿ urine collection system is to be used with purewick¿ external catheters which are intended for non-invasive urine output management. Contraindications for use: do not use the purewick¿ urine collection system with purewick¿ external catheters on individuals with urinary retention. Safety and warnings: always unplug purewick¿ urine collection system before cleaning or when not in use. Do not immerse the purewick¿ urine collection system in water. As with most electrical devices, electrical parts in this system are electrically live even when the power is off. To reduce the risk of electric shock, if the purewick¿ urine collection system falls into water, unplug immediately. Do not reach into the water to retrieve it. Warning: contains small parts that may cause choking. Keep out of reach of children. Keep cords and tubing out of the reach of children to avoid the risk of strangulation. Discontinue use if an allergic reaction occurs. Not recommended for users who are experiencing skin irritation or skin breakdown in device contact areas. Warning: this device should not be used in oxygen rich environments or in conjunction with flammable anesthetics." UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the purewick urine collection system somedays would work well but some days leakage. New kit, now nothing collected or barely anything. The representative and did troubleshoot of kit, cord, lid, hoses. Water cup test 20 min in 29 seconds. They told elbow connector was loose and pops off easily. Informed pinhole, bending, placement, they state that all of these troubleshoot tips should be in the manual. They stated they was not really moving labia to the sides. Per additional information received via email on 15jul2024, it was reported that the replacement system that they ordered was clearly not working and it was collecting 0 urine. Every single day patient was totally covered in their urine because the system was not working. In a conversation with one of their technician earlier this week, they mentioned the instructions for placement online were not totally and technically correct in our website (which by the way was ridiculous that they would have incorrect placement instructions online) so they provided some hacks for placement that still did not work. For 7+ days, every day there has been zero collection of urine, so they had to wash the entire bedding which cause an inconvenience. Additionally, because of the purewick urine collection system was not working, patient had totally broken down and starting to cause an infection and also they had to be hospitalized because of infection likely due to the faulty system that was sent. Per customer follow up information received on 16jul2024, it was reported that customer wanted to know they was not upset, just needed a resolution. Representative sent replacement unit and wicks as the unit was not suctioning at all.